Manufacturer narrative:
Related component of device system: model number/ catalog number: unk-m-72404155. Serial number: n/a. Batch/ lot number: n/I. Model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the left cylinder sheath eroded an ruptured causing fluid loss and failure of system. The ipp system was removed and a new ipp was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no adverse patient effects in relation to this event and the patient is recovering.